Event description:
Medical record reviewed 4-21-99. Pt admitted for malfunction of penile prosthesis. Pump explanted. Per the operative report, "a defect in the tubing coming out of the pump to one of the cylinders was noted with complete disruption of tubing." New pump placed. Pt tolerated procedure well and discharged from day surgery.